Manufacturer narrative:
(B)(4). It was communicated that the affected product is not available for evaluation as it remains in situ. Without the return of the actual product involved, our investigation cannot proceed. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history revealed prior complaints for the failure mode; there is no record of additional complaints for this lot/batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. A definitive root cause cannot be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that while inserting the hole cover, it went through the cup. The surgeon decided to leave the hole cover inside the patient.